Manufacturer narrative:
On 2/23/2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that during a pulmonary vein isolation (pvi) ablation procedure, the dilator was inserted through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and after pulling it back, it made a ¿quiet squeaky noise¿. At this point, air bubbles were noticed through the valve of the sheath. The physician assessed there was danger of air embolism and decided to exchange the sheath to another one from the same product code and lot number; however, the issue reoccurred. They checked bubble freeness in water bath and continued the procedure by continuously controlling the safety valve. Procedure was successfully completed. No patient consequences were reported. The procedure delayed by 25 minutes. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on vizigo sheath per the event, several tests were performed. The flow pump was tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 00001356 number, and no internal action was found during the review. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: ¿before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline". Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a pulmonary vein isolation (pvi) ablation procedure, the dilator was inserted through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and after pulling it back, it made a ¿quiet squeaky noise¿. At this point, air bubbles were noticed through the valve of the sheath. The physician assessed there was danger of air embolism and decided to exchange the sheath to another one from the same product code and lot number; however, the issue reoccurred. They checked bubble freeness in water bath and continued the procedure by continuously controlling the safety valve. Procedure was successfully completed. No patient consequences were reported. The procedure delayed by 25 minutes. Air flow into the side port is MDR-reportable. This report is for the 2nd of 2 MDR-reportable sheaths. The other sheath was reported in manufacturer report number 2029046-2021-00155.